Manufacturer narrative:
No product was returned, no product identifiers were provided, and no additional event information was provided. Therefore, the cause of the event is unknown; however, the physician does not consider the event to be related to the product and there was no report of product malfunction, deficiency, or use error. Labeling review: "potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels rarely, some complications may be fatal. Potential risks identified with the use of this system, which may require additional surgery, include: death".

Event description:
A patient underwent a procedure at t10-l3 to address a compression fracture at l1. There was no problem during the operation and the amount of bleeding was noted to be small and normal. However, the patient subsequently passed away due to bleeding. The root cause of the bleeding is unknown but the physician considers that there is no causal relationship with the product. Additional information was requested but not made available.